Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with two 425cc mentor smooth round moderate profile prostheses and experienced bilateral deflation postoperatively. As a result, the patient underwent bilateral removal and replacement with an unspecified breast implant on (B)(6) 2021. This report is for the right sided prosthesis.

Manufacturer narrative:
On 6-oct-2021, the investigation on the suspected medical device was completed. Investigation summary: mentor conducted visual inspection of the returned device. During visual evaluation, no apparent damage or visual anomalies were observed on the returned device. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 15-sept-2021, mentor received additional information regarding the patient¿s symptoms and suspected medical device. Initially, bilateral deflation was reported. However, additional information revealed that the patient experienced only left-sided deflation, and the explantation was bilateral due to the age of the implants. The relevant fields have been updated. The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Updated reason for device explant and/or reoperation: concern for the implant age manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 2-nov-2021, mentor received additional information regarding the patient¿s symptoms and replacement devices. The patient experienced left-sided breast pain. The patient had a consultation with a healthcare professional on (B)(6) 2021. The replacement devices are two 475cc mentor smooth round moderate profile prostheses ( catalog #: 3501680, right serial #: (B)(6), left serial #: (B)(6)). Manufacturer's reference number: (B)(4).